Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: called to a ward pea arrest of patient with no access. Inserted ezio 25 mm needle, could not unscrew needle and discovered needle was missing from the introducer (trocar) after it had been inserted into the patients and the clinician tried to remove the trocar. Another device was inserted.